Event description:
(B)(4). I choose essure after doing a lot of research for permanent sterilization. It was fully covered by insured, supposed to be noninvasive, with no time off work. My procedure was done in the drs office by two woman who seemed to be very apprehensive and not too confident. Neither were my regular obgyn. The one side went in correctly and inserted deep enough into tube. The other barely went in and their count of remaining coil and mine were different. I was under impression the coils were more plastic not a solid metal device that could be so damaging. Horrible back pain during periods. Heavy bleeding that took forever to regulate. Bleeding weeks at a time. Bad migraines sometimes several in a month and before they were very rarely. Painful sex and no sex drive anymore, this was the exact opposite prior to procedure. Fatigue, brain fog, and hormones are all out of whack. If you asked me I feel like it's pushed me into or menopause at (B)(6). Another reason why I choose essure instead of loosing ovaries. My left side is very tender and if pressed up against, touched or with sex I get sharp pains. My (B)(6) puppy walk across tummy and makes me cry from the pain over my left ovary. At 3month dye check up the tubes were block and the other hanging well into uterus. (Not sure of appropriate/acceptable depth) what are they going to do though?!?! Have surgery and try again, it's a one shot deal, you can't fix the left side that isn't in correctly. Now I'll have to risk it coming out if it hasn't already, risk of perforation, pregnancy, pain, and possibility of future surgery that will put me off work to fix. All that I tried to avoid. Not to mention the stress and pain I am constantly in. I should have gone with tubal litigation or partial hysterectomy and not had this mess. My doctor has scheduled an ultrasound to investigate why the pain is getting worse. My husband wants the old me back and so do I. Wish I could go back and make that decision again, have energy, pain free, no stress. I have a lot of other symptoms that other woman have that could be essure related as well. These listed are the ones that are the worst and most troublesome for me though. Would like to have them fully removed with partial hysterectomy.